Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had been continuously failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had been continuously failing. A field service engineer noted that the sticker was preventing the drawer from closing. The sticker was removed, and the customer was asked to open and close the drawer. The customer verified and confirmed that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.